Event description:
A customer reported that the t:slim x2 pump battery would not charge, and the pump screen was dark and unresponsive. As a result, the customer's blood glucose level exceeded 500 mg/dl, displaying as "high," and they administered a correction injection manually. The customer did not require assistance from a third party. Technical support guided the customer through several troubleshooting steps, including ensuring the pump was not connected to a power source while pressing the button directly on its center, plugging the pump into a known working power source, and waiting at least 30 minutes, but the screen remained inactive. Troubleshooting continued to address the battery not charging issue.